Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for elecsys ft4 ii assay, elecsys ft3 iii, and elecsys anti-tshr immunoassay for one patient when the results were compared to the results from an architect analyzer and the liaison system. Of the data provided, only the results for ft4 and ft3 were reportable malfunctions. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with a1 patient identifier pt-15771 for the other assay involved. The erroneous results were not reported outside the laboratory. There was no allegation of an adverse event. The customer used a cobas 8000 e 602 module. The serial number was requested but was not provided. Interference with the assay was suspected.

Manufacturer narrative:
Sample from the patient was submitted for investigation. Based on the results, an interfering factor was found to be in the sample which caused the discrepant results for the ft4 and ft3 assays. This interference is documented in product labeling for the assays. The incidence rate of the interfering factor is monitored on a quarterly basis.